Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that the sleeve is not working well, thus causes the blood to flow out. The following information was provided by the initial reporter. The customer stated: "incomplete recovery of the rear end rubber plug causes blood to flow out."

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: bd received 1 used sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. The customer sample was not evaluated due to it being contaminated with blood and pictures of the device were provided confirming the sleeve leakage. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that the sleeve is not working well, thus causes the blood to flow out. The following information was provided by the initial reporter. The customer stated: "incomplete recovery of the rear end rubber plug causes blood to flow out."